Manufacturer narrative:
Results: bd received ten sample tubes from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper creep out with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5300706. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the stoppers were coming off the 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes inside the pneumatic tube system. No injury or medical intervention.